Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot number was not provided, therefore, review of the device history record could not be performed. There is no indication of a product deficiency.

Event description:
It was reported that a physician trained in the use of the starclose se device successfully achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the clip was deployed and achieved hemostasis. However, post procedure the patient reported she is allergic to nickel. The patient did not exhibit any symptoms and there was no treatment provided. There was no adverse patient effect reported. Though requested, no additional information was provided.